Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the screen turned white with no image due to dirt on the objective lens should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image due to dirt on the objective lens. There was no patient involvement.